Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down and displayed a prompt stating that the programmer was out of battery multiple times even though the programmer was plugged into a power source and the display indicated that the programmer had a full battery. The power source was checked with another programmer and no issues were observed.  The programmer with the issue was booted up again without the need to be recharged. There was no patient involvement.